Event description:
The customer reported that the system would not produce an exposure. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system was operating as intended. The customer was using the system in the wrong application and received additional training.